Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepared for use. The root cause was a defective esm board. There was no patient or user harm.

Event description:
On (B)(6) 2020 - technician reports c3 'recently' upgraded device has 'lost' all software options. On (B)(6) 2020 - rd informs customer that this is unusual but may have been caused by the upgrade. Software option codes provided, no further contact. On (B)(6) 2020 - engineering manager raises an mhra report with the concern it may happen again.